Event description:
The customer reported a malfunction alarm labeled as code malf 9, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump; the malfunction did not recur after resetting, allowing the customer to continue using the pump while understanding the instructions to call back if the issue happens again.